Event description:
The customer used the device to check blood glucose and obtained a result of 403 mg/dl. Pt then remembers going to the doctor and telling them they didn't feel well. Then remembers waking up with paramedics around. Glucose was tested by the emts and the level was 20 mg/dl compared to 319 mg/dl on their device. Given glucose and taken to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.